Event description:
It was reported that the patient was recently evaluated in the emergency department. An electrocardiogram was performed and demonstrated possible sensitivity issues with the implanted device. No patient symptoms were reported. Additional information is being requested.